Event description:
During an infrared coagulation treatment for hemorrhoid, the pt felt intense pain. The pt was admitted to the hosp post-treatment.

Manufacturer narrative:
The subject unit was tested in accordance with final acceptance criteria. The unit passed all tests. Visual inspection did not uncover any physical damage to the unit. A request for additional info was made to facility, the distributor, however as of this report no additional info has been received. The pt was reported to be in good health ("okay"). This report may be supplemented if/when add'l info is obtained.